Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had low blood glucose levels and their buttons were unresponsive. The customer's blood glucose level at the time of incident was 42mg/dl. The customer treated the lows with drink. The customer declined to troubleshoot for the lows. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The pump was received with intermittent button response during testing due to corroded keypad traces. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.